Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a short battery life and inaccurate delivery issues. Reportedly, on (B)(6) 2014, the patient¿s blood glucose (bg) was at 1200 mg/dl with unspecified level of ketones, shortness of breath, chest pain, abdominal pain and vomiting. It was reported that the patient was treated by the medical personnel at the emergency room with insulin injection and intravenous insulin drip. Reportedly, the patient¿s bg reading was stabilizing and had checked out of the emergency room against medical advice. The patient allegedly discontinued pump therapy without any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. The patient attributed the bg excursion to a short battery life issue and an inaccurate delivery issue that had started about a week ago. Regarding the short battery life issue, it was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. The power issue allegedly occurred with multiple batteries from different packs. No information was provided regarding inaccurate delivery issue. Several attempts by customer support to follow up on the inaccurate delivery issue were unsuccessful. The reported short battery life issue or inaccurate delivery issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced severe hyperglycemia associated with alleged pump malfunctions of unknown causes.